Manufacturer narrative:
B4: (B)(6)2021. The field service engineer (fse) reported that the customer reported that the touchscreen operation is intermittent. Issue has been resolved by replacing by a touchscreen. Unit pass successfully all required test and return to service.

Manufacturer narrative:
It has been identified that MFR report#: 2031642-2021-03544 is the correct report and is the primary complaint. MFR report#: 2031642-2021-03558 has been identified to be a duplicate and should be nulled.

Event description:
The customer reported that the touchscreen operation is intermittent. The customer also reports that, at times, the unit has shut down. The customer reported that the unit was not in use on a patient. The customer contacted product support and advised the customer to perform the touchscreen calibration, and the unit displays bad touch detected. The customer attempted to view the service codes but could not view them due to the touchscreen not working. The unit is also affected by the power management pcba field change order. Dispatched to the field has been requested for touchscreen replacement and evaluation of the unit.